Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was admitted to the hospital for a hypoglycemic episode. The patient's blood glucose at the time of incident is unknown. She stated that the pump did not suspend even though it is set to suspend below 60 mg/dl. No blood sugar reading was sent over to the pump at the time of her low blood glucose event. No products were shipped or returned, and the customer stated that she will speak with her health care provider for further assistance.